Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.09.90.

Manufacturer narrative:
(B)(4). Upon further review the root cause was assigned to use/user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.